Manufacturer narrative:
(B)(4). D10: item# 113954; lot# 711170 item# 113053; lot# 798910 item# 113631; lot# 647540 item# 118001; lot# 959640. G2: foreign - australia customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product was requested but not returned by the hospital. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent a shoulder revision approximately six (6) years post-implantation due to loosening of the glenoid component. It was noted that the patient also had poly wear of the glenoid component and osteolysis. Attempts have been made and no further information has been provided.